Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cloudy spots on the screen that makes her unable to read the time on the screen. The customer¿s blood glucose was unknown. The insulin pump will reject brand new batteries has happened twice this year. The customer saw condensation under the screen, insulin pump was making grinding noises during rewind, there was random no delivery alarms happening more recently, the insulin pump lost settings during a battery change but battery was out for more than 5 minutes. The insulin pump will not be returned for analysis.